Event description:
It was reported that the patient's implantable neurostimulator (ins) experienced an end-of-service (eos) condition on (B)(6) 2012. An electrode impedance test resulted in the following values: c+, 0- 5085 ohms c+, 1- 3681 ohms c+, 2- 1648 ohms c+, 3- 1266 ohms 0+, 1- 3893 ohms 0+, 2- 4951 ohms 0+, 3- 2703 ohms 1+, 2- 2590 ohms 1+, 3- 2344 ohms 2+, 3- 1445 ohms it was noted that the patient's left chest ins battery was reading ok at 3.74 volts. It was further noted that the patient's programmed parameters had an electrode configuration of 1-, 2+, a pulse width of 60 microseconds, and a rate of 185 hz since (B)(6) 2012; the patient utilized the stimulation 24 hours a day at 3.6 volts. It was planned that the patient's physician was to perform intra-operative troubleshooting of lead/extension in the future. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a-51, product type: extension; product ID: 3387-28, product type: lead. (B)(4).